Manufacturer narrative:
Zimmerbiomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
Doctor reports that the unknown tsv implant was fractured and was removed. Tooth site # 30.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was added: 10. H6: results code was added: 3252. H6: conclusions code was added: 4307. H10: narrative / data was updated. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual evaluation of the returned device notes that the implant is surrounded by bone tissue at the threads, and fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number provided.

Event description:
No additional or corrected information to report.